Event description:
It was reported that a 2.25 x 15 mm xience v stent was selected to treat a heavily tortuous, heavily calcified, and diffuse right coronary artery that had a 90% stenosis; however, the stent could not cross the lesion. Strong resistance was felt during advancement due to the tortuous segment. During retraction of the stent delivery system (sds) from the patient, resistance was felt and after removal some stent struts were noted to be flared. A non-abbott stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted that the stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were flared struts in the first rows of the distal and proximal ends of the stent implant. In this case, there was no note of any damage observed to the sds or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance/difficulty removing from the anatomy include but are not limited to, damage to the device, procedural technique, and interaction with the lesion and/or accessory devices. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is tested to verify product quality prior to lot release. The lesion was described as heavily calcified and heavily tortuous, which likely contributed to the reported failure to advance/cross the lesion and stent damage. It is most likely that the damaged stent struts interacted with the lesion and/or accessory devices, causing the resistance/difficulty during withdrawal. There is no indication of a product quality deficiency. The lot history record was reviewed and revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed there were no other incidents reported for difficulty to remove from the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.